Event description:
While the surgeon was using the acetabular positioner to impact the cup, the threaded tip broke off and could not be removed from the screw hole of the cup.

Manufacturer narrative:
The acetabular positioner is a re-usable surgical instrument. The lot # of the instrument was not provided, hence the mfg date could not be determined. The surgeon states that they have had the instrument in their inventory for "at least 1 yr".